Event description:
It was reported that the tubing set was fractured. It was reported that during a procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Catheter could not be displayed on rhythmia. Catheter was replaced with a second intellanav stablepoint open-irrigated catheter, however, this one presented a cracked washing tube. Catheter was again replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter will be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the tubing set was fractured. It was reported that during a procedure, an intellanav stablepoint open-irrigated catheter was selected for use. Catheter could not be displayed on rhythmia. Catheter was replaced with a second intellanav stablepoint open-irrigated catheter, however, this one presented a cracked washing tube. Catheter was again replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned for laboratory analysis.

Manufacturer narrative:
Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Visual inspection noted that the irrigation extension tubing was found completed detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observation of tubing set detached.